Manufacturer narrative:
Customer is unsure how many times the issue has occurred. They correct the issue by using a different device.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(6).

Event description:
According to the reporter, during a roux-en-y procedure, the reload disengaged from the device. The patient gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. The device will not be returned for evaluation, it was discarded by the customer.